Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as chocking is possible as a result of delamination.

Event description:
It took a few times to try to get a good fit, then after wearing it for 1 week the mouth guard separated into 2 pieces. Made another one and the fit isn't that good, but will wear it anyway.